Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient experienced multiple low priority controller alarms related to power source 2. This is reported to have occurred with all of the patient's batteries and with his ac power adapter. The event was associated with a controller led display message of "power disconnect - reconnect power 2". The controller was exchanged with no reported patient consequence. The exchange of this device is reported to have resolved the issue. The patient is reported to have been doing well on his device.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The controller, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log files were available; however, do not cover the event date. The reported event could be possibly related with power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries.  Heartware is investigating momentary disconnections. Note: the controller contained the smr software. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.